Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the vvessels were rpeorted to be non tortuous and non calcified. It was reorted that when the handle was rotated the stent graft did not deploy the quick release button on the delivery systen was checked and confirmed it was engaged. Attempt to deploy the stent graft using the trigger mechanism was not successfull. The device as removed from the pt and another aneurx device was successfully used to complete the case. The delivery system handle was disassembled at the hosp and it was noted that the joint that holds the graft cover within the handle was loose. No clinical eequalae were reorted and the pt is fine. The device was returned to medtronic for evaluation and the graft cover was found detached from within a subassembly.